Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.